Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 568 mg/dl and the cause was not known. The customer did not check for ketones, but felt that he went into diabetic ketoacidosis. An insulin injection was administered to address high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider; however, the customer declined to do so.